Event description:
It was reported that the patient with this pacemaker was having mobility challenges with the left arm post-implant. Subsequently, a pocket revision was done. The patient needed to have a left shoulder magnetic resonance imaging (MRI) and the boston scientific technical services (ts) confirmed that coils are not restricted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.